Event description:
The customer reported the ng tube was placed on (B)(6) 2026. The device was removed on (B)(6) 2026 and was found to have been broken with a large portion retained. Foreign body was successfully removed endoscopically on (B)(6) 2026 and sequestered. The top portion that was removed was not retained.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.